Event description:
It was observed during the device inspection, that the bronchofibervideoscope exhibited a poor image, a scope communication error e216 and residual liquid or foreign material coming out of the block unit. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5 (remove poor image statement) and h6 (remove medical device problem code, 1408 - poor quality image). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Event 1: residual liquid or foreign material come out of b-block unit (control section). Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Therefore, the cause of the material remaining in the device could not be determined. Event 2: error code e216 (scope communication) based on the result of the investigation and information it is likely that the error code e216 occurred due to the flooding of connector part caused corrosion inside connector. However, a definitive root cause of the event could not be identified. The following are included in the instructions for use (IFU): as to reprocessing, residue of foreign material may be prevented by following procedure described in the [olympus bf-uc190f reprocessing manual]. In addition, as to handling of the actual device, there are following descriptions in the [olympus bf-uc190f operation manual]. They may prevent from occurrence of physical damage on the actual device. ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.